Event description:
The customer received blood glucose readings of 52mg/dl and lo on her contour meter. She re-tested on another contour meter and the readings were 187 and 180mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer refused troubleshooting and requested that the meter be replaced. Strip information was not provided. New meter was sent.